Event description:
Caller purchased the above-mentioned device which helps in protecting the teeth during sports activities. As instructed by the MFR, she softened the mouth guard by soaking it in hot water. When she tried it on, she perceived a chemical taste to it. She checked through the user's manual but couldn't find any info on the chemical composition of the flavor. She would like the FDA to get the MFR to include this info. So far she has had no obvious adverse reaction, though she experienced diarrhea this morning. She also insisted that this device, with its chemical taste would not be appropriate for kids' use.